Event description:
In 2004--patient underwent open mesh implant. In 2009--patient reports hernia recurrence and pain in the area of the mesh implant.

Manufacturer narrative:
Report indicates that the patient had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event.